Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege several months after replacement surgery, the patient continued walking with a limp and he began having weakness in his abductor area. It is further alleged that the patient will need revision surgery. Update: on (B)(4) 2011, received plaintiff fact sheet with part/lot information and dor.